Manufacturer narrative:
Product analysis: analysis noted that the radiofrequency (rf) head was broken and corroded internally. The rf head failed functional tests. The rf head was scrapped. A replacement rf head was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.